Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were caused by the patient¿s volume status. Additionally, a direct correlation between the reported right heart failure and the device could not be established. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2021. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas and provides an explanation of all pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low flow alarms was volume. The low flow alarms resolved by increase in fluid intake and IV fluids. The right heart failure did exist pre-implant. A device related issue did not cause or contribute to the right heart failure. The patient was stable.

Manufacturer narrative:
Patient went to the emergency room at (B)(6) hospital (B)(6) and transferred to (B)(6) medical foundation, (B)(6) (implanting center) no further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient went to the emergency room with low flow alarms. The patient's mean arterial pressure (map) was 64 mmhg. There was clinical concern for right ventricular (rv) failure based on bedside echocardiogram performed. The patient's flows remained in the 2-3 lpm range and fluctuated frequently leading to frequent low flow alarms. The alarm history was loaded on a heartmate touch and the alarm history was viewed. Pump powers were stable in the 3-4 watt range. Pulsatility index (pi) remained elevated in the 10-12 range. The speed was set to 5000 rpm after recent implanting center visit. A central line was being placed to assess central venous pressure (cvp). If the cvp was high milrinone was recommended and if the cvp was low ,fluids were recommended. Hematocrit was changed from 27 to 20 to reduce low flow alarms while patient management was in progress and during transfer to implanting center.